Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient noticed a decrease in quality of hearing with the device within the last weeks. There was no event (i.e. Trauma / accident) related to the change in hearing.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient noticed a decrease in quality of hearing with the device in (B)(6) 2019. There was no event reported (e.g. Trauma / accident) related to the change in hearing. Recipient was re-implanted.